Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user replaced a dexcom g6 sensor and entered an incorrect transmitter serial number into the ilet, which resulted in the ilet searching for the transmitter and not receiving glucose values while the dexcom app continued to show readings. After re-entering the correct serial number and repairing, the ilet connected and displayed blood glucose, and a manual blood glucose entry was used to guide therapy during the disconnection. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia with a highest blood glucose of 258 and time out of range for about 12 hours, without alerts on the ilet, without need for outside assistance, and without medical intervention or hospitalization. Investigation included customer interview, device setting review, and troubleshooting and education guidance. Investigation of this case revealed that the initial pairing failure was due to user entry of an incorrect transmitter serial number, which was resolved by correcting the serial number and repairing the sensor to the ilet. It was concluded that the device performed as designed once configured with the correct transmitter information and that user error related to serial number entry caused the temporary loss of cgm data on the ilet.